Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and multiple 30j short testing without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults that could be associated with customer report. No trend is associated with reports of this type.